Event description:
It was reported that when an asymptomatic patient presented to clinic, post-paced t wave oversensing was observed. Programming changes were made. The patient will continue to be monitored with routine follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.